Event description:
Paramedics responded to a person in cardiac arrest. The device was used to administer an unknown number of countershocks to the pt. According to the reporter, arcing was seen at the paddles at some time during the call when the discharge buttons were pressed. The reporter stated that the patient's outcome is unknown.